Event description:
Nurse heard "swishing" sound & investigated. She saw a spray of blood hitting the cabinet behind the patient's machine and noted the heparin line dangling on a dialysate jug. The line was secrely connected to the heparin syringe. Blood was spraying from the bloodline near the blood pump where the heparin line had been attached. It was estimated that approximately 200 cc of blood was lost. The amount was difficult to determine due to the space covered by minute blood particles. The client showed no ill effects. Vital signs remained stable. Hematocrit on 12/05/94 was 40%.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.